Event description:
The report received from (B)(4) study indicated that during the index procedure the physician had difficulty retrieving the angioguard 6 mm embolic protection device due to the capture sheath not engaging the filter basket. The device was retrieved successfully from the patient. No debris was noted. The physician successfully deployed a precise 6 x 30 stent in the proximal right internal carotid artery (rica). The patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient was discharged two days after the procedure. The patient was symptomatic for the index procedure. The rica target lesion was reported to be: proximal, an 81% stenosis, 22 mm length, absent of thrombus, 4.96 reference diameter, mildly tortuous, eccentric, not calcified, and eccentric. The lesion was pre-dilated. A precise 6 x 30 stent was implanted at the target lesion. The residual stenosis was 4%.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the sapphire study indicated that during the index procedure the physician had difficulty retrieving the angioguard 6 mm embolic protection device due to the capture sheath not engaging the filter basket. The device was retrieved successfully from the patient. No debris was noted. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient was discharged two days after the procedure. The patient was symptomatic for the index procedure. The proximal right internal carotid artery (rica) target lesion was reported to be an 81% stenosis, 22 mm length, absent of thrombus, 4.96 reference diameter, mildly tortuous, eccentric, not calcified, and eccentric. The lesion was pre-dilated. A precise 6 x 30 stent was successfully implanted at the target lesion. The residual stenosis was 4%. It was indicated that there was no adverse event at discharge the following day or at thirty day follow-up. No further information pertaining to the reported recapture difficulty has been obtained in response to multiple investigative efforts. One non-sterile angioguard rx was received coiled in a plastic bag. The only received component was the capture sheath. No anomalies were observed on the received capture sheath. Using a lab sample 6mm basket wire system, dispenser, filter basket introducer and a syringe, a functional test was performed as per IFU. No difficulty was encountered when docking the filter basket. (B)(6) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01417764 which corresponds to cordis final lot 70210524. The history records indicate this product was final inspection tested at (B)(6) and was determined to be acceptable. Only the capture sheath was returned for analysis and there were no identified contributing issues with the returned capture sheath. It is possible that vessel characteristics and procedural factors contributed to the event. However, based on the limited information pertaining to the reported difficulty engaging the capture sheath and filter basket and the receipt of only the capture sheath for analysis, no conclusion can be made regarding the event. With review of the device history record, there is no indication that the event is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.